Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. In addition, the customer reported experiencing elevated blood glucose (bg) levels (390-150 mg/dl) with slight level of ketones starting "about 4 days ago". The customer delivered manual injections to stabilize bg levels. Recommendation was made to discuss diabetes management with health care provider.

Manufacturer narrative:
High blood glucose level issue- no failure identified.